Event description:
Adverse event: incomplete treatment, additional surgery required. Malfunction: unsuccessful data transmission between notebook and laser; card reader error. An ophthalmic technician reports an error came up after completion of the patient's right eye and they could not proceed to the left eye. The treatment on the right eye was completed successfully. The flap on the left eye had been cut, but not lifted or manipulated by the surgeon. The patient was sent home and returned the next day for the completion of the surgery on the left eye. Current status of the patient is unknown. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.53 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).